Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -13.85%. There was no reported adverse event.

Event description:
Additional information was received indicating that the product problem occurred during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the accuracy issue was unable to be confirmed by analysts. The expulsor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.